Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead exhibiting lead noise. X-ray was performed to confirm lead integrity issue. Physician capped and replaced the lead on (B)(6) 2019. Patient didn¿t have any consequences or complications during the procedure.